Event description:
Asd / rsm were contacted by (B)(6) physicist/rso. Informed that site was treating 2 separate patients on (B)(6) 2021. During first treatment, a leak was detected in v-vial. Being experienced dr. (B)(6) tried to dermabond the septum multiple times. Subsequently, she noticed leakage around the metal ring on top of the v-vial. This procedure was stopped. 41% of the intended dose was delivered to the patient. Physicist commented that this would be reported as medical event. During the following y90 delivery to another patient, the same leakage was noticed. At the direction of the physicist, the delivery was stopped, the dose was measured to determine what made it into the patient. It was noted that this v-vial was from the same lot number from the previous v-vial. Physicist recommended they draw up another dose (to complete the treatment ) from the shipping vial. A vial from a different lot# was used. At the time of the call to sirtex this was underway. At this time it is unclear if there were any issues with this v-vial. Rsm will seek to follow up with the site to determine if the intended dose on the second patient was achieved. Rsm will also seek to get more information including catheters used, solution and additional supporting information.

Event description:
Asd / rsm were contacted by (B)(6) physicist/rso. Informed that site was treating 2 separate patients on (B)(6) 2021. During first treatment, a leak was detected in v-vial. Being experienced dr. Ehrman tried to dermabond the septum multiple times. Subsequently, she noticed leakage around the metal ring on top of the v-vial. This procedure was stopped. 41% of the intended dose was delivered to the patient. Physicist commented that this would be reported as medical event. During the following y90 delivery to another patient, the same leakage was noticed. At the direction of the physicist, the delivery was stopped, the dose was measured to determine what made it into the patient. It was noted that this v-vial was from the same lot number from the previous v-vial. Physicist recommended they draw up another dose (to complete the treatment ) from the shipping vial. A vial from a different lot# was used. At the time of the call to sirtex this was underway. At this time it is unclear if there were any issues with this v-vial. Rsm will seek to follow up with the site to determine if the intended dose on the second patient was achieved. Rsm will also seek to get more information including catheters used, solution and additional supporting information.